Event description:
The customer contact reported no suction. Prior to patient use, no suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). The information on reprocessing of the device was requested; however, no response has been received. (B) (4). (B) (4).